Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit failed safety disk leak test. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit failed safety disk leak test.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) has safety disk leakage. A getinge field service engineer (fse) verified the issue and replaced the safety disk. Fse also remarks as, the safety disk is a replacement for complaints within the warranty. The original machine failure is the safety disk leakage. The equipment has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use. The failure analysis and testing dept. Received part, with a reported unit failure of a failed pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual part number. Ran the all manifold test and no issues were found. Fat could not verify the reported issue. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.